Manufacturer narrative:
Correction: checked product problem (yes).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during basal delivery. Customer's blood glucose (bg) level was 600 mg/dl with large ketones, which was addressed with a correction bolus and a manual injection. The customer reported that bg's went down. It was indicated that the customer was able to load a cartridge successfully.